Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that one to two months ago, one green top tube for one patient had whacky chem results. Unexpected and/or unexplained clinical or qc results 1-2 months ago, one green top tube for one patient has all whacky chem results. Not reported to bd, redrawn all results as expected. Not lot issue, customer suspects one. Rcvd an email from the customer stating the following: only 1 patient that I know of. It was a green tube, I do not know lot number. I know that the edta was fine. Other patients run for chemistry at same time with same lot tube were fine. Patient repeat testing was fine. Qc, calibration was fine. So, we think it was an issue with that particular green tube. That¿s all I know about it at this time. (Sample was not hemolyzed, etc.) Collected by venipuncture in the ac, no IV running. We no longer have the blood. Bad tube.